Event description:
The facility reported a colleague infusion pump with a malfunction of no ac power light. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a malfunction of no ac power light was confirmed during product evaluation. The root cause of this condition was assigned to a faulty power supply. The rear housing was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.